Event description:
Pt's tubing disconnected from tubing connector. Tubing also had a different grey color pt observed. Pt did not report a hyperglycemia event. Comfort 43 inch 13mm. Pt has several boxes of infusion sets, so wasn't sure which one it came from.

Manufacturer narrative:
This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for q3 2013. In november 2013, a voluntary product recall for the device was initiated and reported to the FDA under report #8021545-11/19/2013-0006. (B)(4). A visual inspection and a test for flow were performed on the returned used device. In the visual inspection, the tubing was detached from the tubing-asante connector. The flow test was in accordance with specs. The leak and static pull of the tubing-asante connector cannot be performed due to the condition of the sample. No unused devices were returned for investigation. Unomedical a/s received the complaint through (B)(4), the distributer of the infusion set. (B)(4).